Event description:
It was reported that during an unknown procedure, the device didn't clip during the first attempt, so an attempt was made outside of the patient's body but then the clip was ejected. Another device was used to complete the case. No adverse patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.